Manufacturer narrative:
Additional information:the sales rep. Has been to the facility and spoke with the physician. Both the sales rep and the doctor seem to think the lens tears are due to the surgical technicians and loading technique and not due to product. The sales rep. Reviewed loading with the new techs. Pt age and date of birth: (B)(6), (B)(6) 1950. (B)(4).

Manufacturer narrative:
Device: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon inserted an aq2010v +12.00 diopter three piece silicone lens. The lens tore on insertion into the patient's eye. The lens was removed with no injury to the patient. Backup lens, same model and size was implanted. Cause of this incident is unknown.